Manufacturer narrative:
Qn# (B)(4). The customer provided three photos for evaluation. One photo displayed a catheter and contained an arrow pointing to the distal luer/extension line. The other two photos displayed a clamped extension line missing the luer, and a separated luer hub. The complaint could be confirmed based on these photos. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the distal lumen was connected to a pressure bag and a "pop" sound was heard. The head end of the distal lumen was then found broken and blood was oozing." No patient injury or complication reported. The catheter was removed and replaced. The patient's condition is reported as fine.